Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown.

Event description:
A literature article was received entitled: "the effectiveness of primary bipolar arthroplasty in treatment of unstable intertrochanteric fractures in elderly patients", by khaldoun sinno, md, et. Al, published in north am j med sci 2010; 2: 561-568, was reviewed for MDR reportability. The purpose of this retrospective study is to evaluate the functional and clinical outcomes of cemented bipolar arthroplasty as a primary treatment for unstable intertrochanteric fracture in the elderly patient compared to internal fixation using a sliding or dynamic hip screw. One hundred and two patients were enrolled in the study, of which 48 were treated with hemiarthroplasty using the depuy charnley self-centering device paired with elite plus 28mm heads (the femoral stem and bone cement details were not provided, nor was product and lot code information provided for the bipolar products). Information provided was not case or patient specific. The authors concluded that the use of cemented hemiarthroplasty for primary treatment of unstable intertrochanteric hip fractures compared very favorably to traditional internal fixation methods. Five patients experienced radiographic/clinical results though, that the authors reported as unsatisfactory. Two patients had restriction in the range of movement of the affected limb, one patient had leg length discrepancy (more than 13mm), one patient was unable to ambulate due to generalized weakness, one patient had moderate pain and limping associated with non-union of the greater trochanter. There was no dislocation, no signs of femoral stem instability, or acetabular erosion with cup migration. Within the bipolar group, six of the 48 patients (12%) died within the first two years of follow-up (the authors did not indicate or suggest that these deaths were product related in any way). Post-operative complications within the bipolar group that were identified included: pulmonary complications 6 patients, urinary tract infection 6 patients, deep vein thrombosis 2 patients, cardiovascular complications 2 patients, pressure sores 3 patients, with no wound infections or prosthetic/fixation failures. None of the complications were specified in any more detail, and none were reported as life threatening.